Event description:
A report was received that the patient's precision system was explanted due to leg numbness and ipg pocket site discomfort. During the procedure, the physician removed blood from the pocket site, but the numbness persisted. The physician elected to explant the patient. The patient is reportedly doing well after surgery.